Manufacturer narrative:
Off-label, unapproved or contraindicated use (not implanting a bifurcated system).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a ruptured abdominal aorta. It was reported that the patient presented emergently with a ruptured abdominal aorta and was unstable. It was noted by the physician that the patient had no history of aneurysm. A scan performed 2 years ago did not show an aneurysm. During the emergent procedure, the physician implanted an endurant ii stent graft and extended proximally using covered stents in order to provide adequate seal. The procedure was completed but the patient remained in an unstable condition. The patient expired two days post index procedure. The physician stated that it appears that the patient continued to bleed from the overlap of another manufacture's iliac stents and the endurant 20x20x82. It was also noted that the patient was not a surgical candidate. No additional sequelae were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The physician stated that, although there was 5 cm overlapped into the endurant limb with the covered stents, the channel between the covered stents and the endurant device did not thrombus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.